Manufacturer narrative:
Investigation: a device history review was conducted for lot number 8233338. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Additionally, although a sample was not provided for evaluation. Previous investigations have shown that a large bend suggests a large force was applied to the packaging unit after the device had left the manufacturing facility, most likely during shipping. The shipping company has been notified of the situation and bd standards and expectations have been recommunicated. CAPA# (B)(4) was initiated. H3 other text : see h.10

Event description:
It was reported that the bd intima-ii¿ closed IV catheter system needle was found bent during the infusion on a patient receiving "ns100ml meroxicillin sodium" for "periamygelitis". The following information was provided by the initial reporter, translated from chinese to english: "at about 14:00 on (B)(6) 2019, the patient was given ns100ml meroxicillin sodium 4.0 intravenous infusion due to periamygelitis. When checking the hermetic venous indwelling needle, the needle was found to be bent, and the hermetic venous indwelling needle was replaced immediately"

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd intima-ii¿ closed IV catheter system needle was found bent during the infusion on a patient receiving "ns100ml meroxicillin sodium" for "periamygelitis". The following information was provided by the initial reporter, translated from (B)(6) to english: "at about 14:00 on (B)(6) 2019, the patient was given ns100ml meroxicillin sodium 4.0 intravenous infusion due to periamygelitis. When checking the hermetic venous indwelling needle, the needle was found to be bent, and the hermetic venous indwelling needle was replaced immediately".